Manufacturer narrative:
Lot number: this MDR contains allegations against lot numbers 18g027 and 18g039. The actual device was not available; however, a photograph of one sample was provided for evaluation. The photograph revealed fluid inside the bag that contained the device, indicating that a leak had occurred. The reported leak was verified. The cause of the condition could not be determined through evaluation of the photograph. A batch review was conducted for lot 18g039 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume folfusors leaked from unspecified locations prior to patient use. There was no patient involvement. No additional information is available.